Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: customer reported about inorrect needle length.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #8351985. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: customer reported about incorrect needle length.